Event description:
During an embolization procedure of a right cerebral posterior artery aneurysm, no marker on the pusher wire of the subject device was seen. The patient suffered no complications as a result of this event.